Event description:
On (B)(6) 2014, it was reported that the patient¿s device was unable to be interrogated due to battery depletion and was replaced on (B)(6) 2014 due to end of service. Product analysis was completed on the explanted generator on (B)(6) 2014. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.657 volts, shows an ifi=yes condition. The pulse generator was interrogated at multiple orientations while at a distance of one-inch (spacer block) from the programming wand. The pulse generator interrogated at all orientations. There were no performance or any other type of adverse conditions found with the pulse generator. Additional information was requested from the physician but no further information has been received to date.

Event description:
It was later reported that the physician was informed that the battery was depleted and therefore needed to be replaced. The physician stated that she was not the one who managed the vns and interrogated the system; therefore she provided the name of the physician who was in charge of this. Good faith attempts to this physician have been unsuccessful to date.

Event description:
On (B)(6) 2015 it was reported that the physician would not provide any further information. His programming system was reported to be working fine.

Manufacturer narrative:
.